Event description:
It was reported that during the pre-use check, a leakage from the medication bag was found. The medical fluid was unable to be discharged from the medication bag. No patient injury was reported.

Manufacturer narrative:
No product sample or lot number was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08631 is no longer considered reportable, please disregard any MDR reports associated with it.